Event description:
It was reported to philips that the device displayed the message "equipment therapy disabled¿ and the rfu indicator had a red x. There was no reported patient or user involvement and no adverse patient/user impact.